Manufacturer narrative:
This report is for one (1) unknown 3.5 mm cortex screw. Device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent original surgery to repair clavicle fracture on (B)(6) 2016. Post-operative, planned x-ray (taken on an unknown date) revealed that two (2) unknown locking screws and one (1) unknown cortex screw were backed out. Patient underwent revision surgery on (B)(6) 2016 for hardware removal (one (1) unknown 7 hole 3.5 mm locking compression plate (lcp) superior plate left, one (1) unknown 3.5 mm cortex lag screw, two (2) unknown 3.5 mm cortex screw and four (4) unknown 3.5 mm locking screws). Patient was then implanted with one (1) unknown 8 hole 3.5 lcp superior clavicle plate, seven (7) unknown 3.5 mm locking screws. Explanted hardware was intact. There was no delay in surgery and the procedure was completed successfully. Patient was reported as stable post operatively. Concomitant medical products: 7 hole 3.5 mm lcp superior plate left (part # unknown, lot # unknown, quantity # 1), 3.5 mm cortex lag screw (part # unknown, lot # unknown, quantity # 1), 3.5 mm cortex screw (part # unknown, lot # unknown, quantity # 1), 3.5 mm locking screws (part # unknown, lot # unknown, quantity # 2). This report is for one (1) unknown 3.5 mm cortex screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(6): the screws backed out which required a revision to remove and replace the screws added to complaint. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.